Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that the patient expired. Cause of expiration is noted as "unknown - autopsy in progress." Also noted on the device tracking form is that the "device was not explanted." Information provided to the manufacturer via the vad coordinator confirmed that the patient in fact did not have an autopsy. Additional information has been requested but has not been received. A system controller log file was received that shows pump stops; however, it is unknown if they are related to the event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.